Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose of the patient was unknown. Customer treated with insulin pump and manual injection. The customer also reported that the insulin pump had a blank display. Troubleshooting was performed and blank display did not returned back. The product will be returned for analysis.